Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. The device also had a motor communication error alarm due to a faulty component on the interface board. It was also received with a scratched lcd window, cracked display window corners and cracked reservoir tube lip. No communication error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a communication error alarm. The alarm history could not be verified due to the down arrow button not responding. During troubleshooting, the customer stated that the insulin pump was dropped. He declined removing the batteries since he had already done that and reported that he was receiving a spi to motor pic communication error alarm. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.